Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume infusors leaked into the outer package, resulting in the loss of at least half of the liquid. This occurred prior to patient use. There was no patient involvement. No additional information is available.